Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation. The patient was revised in 2015 for recurrent dislocation. Surgeon revised cup to competitor. Doi: (B)(6) 2015. Dor: (B)(6) 2020; left hip.